Event description:
It was reported that during a lap nephrectomy, the instrument stopped working. A second instrument was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 07/07/2006. Analysis summary: the analysis results found that the ace36p device was returned with the blade burned and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "scratches on the blade may lead to premature blade failure" and "void accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us.